Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was an error code displayed on the programmer screen and the pacemaker started in security mode with immediate restauration of all parameters. This event occurred after radiotherapy. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Five partial resets recorded from (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6), all in 2010. Reset reasons: incorrect programmable parameters checksum detected, and telemetry restore special command received. Patient exposed to radiotherapy. Full reset on (B)(6) 2010. Reset reason: incorrect programmable parameters checksum detected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.